Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal dilaudid 10mg/ml at 4.714mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient presented to the emergency room (ER) with withdrawal over the weekend [saturday or sunday (from (B)(6)2016)]. The hcp gave the patient supplemental oral dilaudid for withdrawal symptoms and pain. The patient heard the pump alarm within the same timeframe as the withdrawal. The pump was interrogated, and it was confirmed that a motor stall occurred on (B)(6) 2016 at 1908 with a recovery on (B)(6) 2016 at 0603. Another stall occurred on (B)(6) 2016 at 1529 with tube set and no recovery to date. The pump was re-interrogated on (B)(6) 2016, and the pump rate was decreased to 0.713mg/day. The cause of the motor stalls was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.